Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947-65 implantable tachy lead (B)(6) 2004; 305u223 tissue valve: (B)(6) 2010; 5076-52 implantable pacing lead: (B)(6) 2011; d314trg bi-ventricular (bi-v) defibrillator (B)(6) 2011. (B)(4).

Event description:
It was reported that there was high left ventricular (lv) pacing thresholds. It was noted by the physician that the lv threshold had been elevated since shortly after implant. Fluoroscopy of the lead showed the lead was pulled back from the original site. It was noted that the physician will not be repositioning the lead. The lead remains in use. It was also reported that there was premature battery depletion due to high lv pacing thresholds. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.